Manufacturer narrative:
The insulin pump was received with missing segments due to bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 300 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was dropped, the device bumped the side of the toilet and the display is difficult to read. Customer advised the lcd display screen had lines going through them. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.